Event description:
Mislabeling of dental implant abutment.

Manufacturer narrative:
The doctor presented a complaint on mislabeling of ball attachment rs2862 as 3 mm gh while the part is 2 mm gh. Despite that no patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21cfr part 803. In the event that new or additional information is received from the investigation of the items, a follow-up report will be sent.